Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased during a search of the manufacture database. Information identified in the manufacture¿s data base indicated the patient died approximately one month post implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID d224trk implanted: (B)(6) 2012; product ID 693558 implanted: (B)(6) 2009. (B)(4).